Event description:
Patient's wound for tkr had infected for few days. Surgeon decided to open the wound and wash with lavage. Attune insert was found unlocked from the fixed bearing tibial tray when the wound was opened. Insert was pushed back by surgeon but it seems like cannot be locked properly as the medial side of the insert still movable when surgeon flexed and extended the patient knee. Doi: (B)(6) 2022; dor: (B)(6) 2022; unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.